Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips from lot # 9lpeg13c for evaluation. The customer also returned contour next test strips from lot # 9mpeg17b, which were not implicated to be involved in the event. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00409.

Event description:
The customer reported that at 10:02 a.m., he obtained blood glucose readings of 68 mg/dl and 38 mg/dl on the contour next ez meter and non-ascensia meter respectively. Then, at 4:58 p.m., the customer obtained blood glucose readings of 122 mg/dl and 57 mg/dl on the contour next ez meter and non-ascensia meter respectively. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.